Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache and dizzy. A patient reported segment missing on numbers and letters on the meter. Their meter allegedly had missing segments. The result on their meter was either a 55mg/dl or 155 mg/dl, due to missing segments there was no comparison. Not treated. No further information has been reported.